Event description:
Clinical report states the patient was revised because of loosening. Per the op notes - the patient was fine until two subsequent falls. After the falls, she had loosening and a tibial plateau fracture in which the tray. The femoral component was not grossly loose but there was osteolysis in the posterior condyle and was probably related to the cement debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported event; however, provided information stated the patient did well after total knee for approximately one year and was able to go back to normal life and then had two subsequent falls. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.